Event description:
It was reported that during the procedure, the handle with quick coupling snapped as the surgeon was drilling. All parts were retrieved. Surgeon selected another instrument to complete the procedure with no adverse effect to the pt.

Manufacturer narrative:
The mfg records were reviewed and no complaint related issues were found. The device was received for investigation. Upon receipt, it was noted that the tip was broken off. Visual inspection showed that the weld between the handle and the quick coupling broke apart. The exact cause could not be determined; however, the homogenous fracture face indicated a material conformity. The complaint was indeterminate from a mfg standpoint. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR.